Event description:
Plaintiff alleges latex sensitization and as a result has suffered shortness of breath, rhinitis, respiratory problems, tightness in the chest, swelling of eye, skin rashes, hives, contact dermatitis, urticaria, extreme discomfort, depression and emotional distress. Further alleges that she has been forced as a result to expend sums of money for medical care and treatment which will continue. Plaintiff alleges he has been deprived of the love, services, advice, companionship and consortium of his wife.